Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that during the final month of the expiration date, the unspecified bd vacutainer® blood collection tube had lost its vacuum and underfilled during use. The following information was provided by the initial reporter: "during the survey she stated that during the last month of expiration date for the blue top citrate tubes, they lose their vacuum and tend to be less effective. As a result, it draws less blood."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during the final month of the expiration date, the unspecified bd vacutainer® blood collection tube had lost its vacuum and underfilled during use. The following information was provided by the initial reporter: "during the survey she stated that during the last month of expiration date for the blue top citrate tubes, they lose their vacuum and tend to be less effective. As a result, it draws less blood."